Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 267mg/dl. The customer stated that the insulin pump was squirting out the insulin during manual prime. Troubleshooting was performed. Found an alarm in the bolus history. The customer stated that he changed the infusion set and then performed a manual prime. The customer reported over delivering approx 100 units of insulin into his body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.